Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#(B)(6), product type: recharger. Product ID :97745, serial# (B)(6), product type: programmer, patient. Product ID: m995402a001, serial# (B)(6). Product ID: 97755-s, serial# (B)(6), product type: recharger. H3. Analysis of the controller found nonconformances. The front case was cracked causing case separation, charge issues, power loss, and blank/white display. The main board battery contacts were broken. The connector support was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient stated they received a new controller and recharger and they were still having issues getting their controller to connect to their recharger to charge their implanted device. The patient stated they had been having issues on and off and even before receiving their replacement recharger, but patient stated it was "not right" for about four months now. The patient stated it took 8-9 times to match up to start charging, and now today they could not connect to charge at all. The patient stated they had been trying for hours, and reset the controller, but they could not get their controller to move past the checking the recharger screen. The patient stated they had not attempted to clean controller port yet. The manufacturer's patient services specialist (pss) walked the patient through resetting the controller and confirmed the patient is using correct replacement equipment. Pss had the patient blow into the controller port and start a charging session of their implant. The patient confirmed no physical damage. The patient was able to start charging their implant at excellent quality. The patient stated they still believe there was an issue, as if their implant is at 0% and the controller is at 100%, it took forever to start charging. Pss reviewed no device found and passive recharge procedure with the patient. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID (B)(6) lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: (B)(6), serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that a couple weeks ago around march 15th or 16th the patient noticed the recharger cord had frayed wiring near the antenna. Patient taped the cord and it worked for a little bit about half the time then a few days later the controller started to freeze up all the time when recharging the implantable neurostimulator (ins). Patient had to reset the controller regularly and it was getting worse. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Information was received from a manufacturer representative (rep) regarding an external device. Rep reported that the patient remote isn't working and cannot charge ins. The controller screen wont turn on unless its plugged into wall outlet and started happening "like a few days ago. Rep was made aware today when they met with patient (pt). Rep isn't with pt and doesn't have external device serial numbers. Rep would like both battery pack and controller replaced since pt is in a lot of pain without the equipment. Called pt back, and pt provided serial numbers. Pt says they are "crippled" without the equipment working. Pt says the battery contacts in controller are out of alignment and said the rep noticed this today too. A replacement controller and battery pack were sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the issue has been resolved. The patient's weight was asked but unknown. The information was also confirmed with a physician/account at the healthcare provider (hcp) office.

Manufacturer narrative:
H3: product ID m995402a001 lot# serial# (B)(4), was returned for product analysis. Analysis found the battery was out of electric specification: failed cycle count should be <(><<)>150 reads 198, failed state of health should be >=90% reads 86%, and failed full charge capacity should be >1240mah reads 1128mah. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.